Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject coil was stretched and the medical intervention was performed to recover the stretched coil and the anti-fibrinolytics was administered to the patient. No other information was provided.

Manufacturer narrative:
Section a- age/gender: added. Section b2 outcomes attributed to ae- updated. Section b5 executive summary: updated. Section d1 product long description - corrected. Section d4 catalog # and lot/serial no./lot # : corrected. Section d gtin -corrected. F10 / h6 clinical signs code grid: updated.

Event description:
It was reported that during procedure, the subject coil was stretched and the medical intervention was performed to recover the stretched coil and the anti-fibrinolytics was administered to the patient. No other information was provided. Update information: additional information received on 4-jan-2023 indicated this incident also necessitated the use of expensive equipment not foreseen in order to attempt to recover the stretched coil (distal portion). Additionally, attempted extraction with two unsuccessful retriever stents. Abandonment of the coil in place when a clot developed at the aneurysm neck requiring intravenous injection of agrastat 25 ml with relay over 12 hours with heparin, without further complication. The coil is left in place with the distal portion within the right internal carotid artery . Based on the physician's opinion to the cause of this incident as it was a failure to release the coil. The patient has been discharged home without complications.

Event description:
It was reported that during procedure, the subject coil was stretched and the medical intervention was performed to recover the stretched coil and the anti-fibrinolytics was administered to the patient. No other information was provided. Additional information received on 4-jan-2023 indicated this incident also necessitated the use of expensive equipment not foreseen in order to attempt to recover the stretched coil (distal portion). Additionally, attempted extraction with two unsuccessful retriever stents. Abandonment of the coil in place when a clot developed at the aneurysm neck requiring intravenous injection of agrastat 25 ml with relay over 12 hours with heparin, without further complication. The coil is left in place with the distal portion within the right internal carotid artery . Based on the physician's opinion to the cause of this incident as it was a failure to release the coil. The patient has been discharged home without complications.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.